Event description:
It was reported that the screws splayed during torquing of cross threaded plugs. Subsequently, the screws was explanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Visual inspection of the returned plugs found evidence of damage on the threading indicative of cross-threading.a review of the manufacturing record for the screws indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2013.based on the current information, the most probably root cause of this reported incident is off-axis torquing of the plugs.

Manufacturer narrative:
Product still enroute to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2013-00081 & 0002242816-2013-00086).